Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2016 and replaced 21 months after, on (B)(6) 2018, due to a suspicion of premature battery depletion.

Event description:
This device was implanted on (B)(6) 2016 and replaced 21 months after, on (B)(6) 2018, due to a suspected battery premature discharge.